Manufacturer narrative:
Conclusions: device failure is suspected.

Event description:
It was reported that the patient was experiencing an increase in seizures and was told by his nurse that his lead was broken. The site took x-rays and reviewed them and reported visualizing a lead break. The x-rays were not sent to manufacturer for review. The patient has been referred for revision surgery, but it has not occurred to date. Attempts for further information have been unsuccessful to date.